Event description:
Clamp failure at medication line of drip chamber. Line was clamped with white clamp after vanco infusion completed. I was disconnecting IV administration tubing after a vancomycin infusion, to attach a syringe for hectorol administration. Blood squirted out of venous chamber. Tubing too short to pinch. I put gloved thumb over port to stop blood. Clamp was still clamped. Add'l blue plastic scissor clamp also failed. This was a "near miss". Do not anticipate pt lost more than 30cc blood. No harm to me due to ppe. The MFR's clamp failed, and one of the unit's scissor clamps failed. When the med line is not in use, unit policy is to double clamp it - with MFR's clamp and an add'l scissor clamp. The line from the saline bag is required to be triple clamped - 2 of the MFR's white clamps, and an add'l blue scissor clamp.